Event description:
The reporter claimed the animas insulin pump has a load step issue. At the time of concern, the subject pump required numerous attempts before the load step can be completed. Animas called the patient back for more information but was not successful. A letter was sent to the reporter, requesting a callback. This complaint is being reported as a malfunction due to the load step issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/15/2016 device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. During testing, no load step malfunction occurred. The force sensor was found to be in calibration. The complaint was not duplicated during testing. Unrelated to the complaint, the keypad buttons were all intermittently unresponsive. The battery compartment was cracked. The pump failed a leak test at the battery compartment and evidence of moisture was observed in the battery compartment. Additionally, the display was dim and discolored.